Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report of a use error was not confirmed due to a lack of sample. The patient disconnected himself and the nurse reconnected the patient. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was use error/misuse. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The nurse (rn) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) during drain 5 of 5 of therapy. The baxter technical service representative (tsr) assisted the rn with troubleshooting steps. The rn then stated that earlier the hp had disconnected himself and the bed was soaked with fluid. The rn stated she then reconnected the hp. The tsr explained that this could cause contamination and advised the rn to end therapy on the cycler. There was no patient injury or medical intervention indicated at the time of the initial report.